Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the sample probe calibration. Siemens is investigating the issue.

Event description:
A discordant, (B)(6) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on original advia centaur xp instrument and on an alternate instrument, resulting (B)(6). The corrected result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2016-00635 was filed on october 20, 2016. Additional information (11/08/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and a check on sample probe height in cuvette, dispensing and aspirate in wash port, volume in reagent ports, sample syringe position and pressure pump, and dark count. The cse cleaned the incubation ring. The cse ran quality controls, which were within range. The cause of the discordant, false non-reactive hcv result on one patient sample is unknown. The customer reported no further issues. The instrument is performing according to specifications. No further evaluation of the device is required.